Event description:
Pk gyrus not working properly. Attempted troubleshooting method without success. According to biomed the device was not dessicating properly during a procedure. The device was removed from service and replaced with a loaner. The manufacturer's recommended bench assessment performed. Device still did not work properly. Device returned to manufacturer.